Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination of the returned device identified proximal stent damage. Strut rows 1 to 4 were raised distally to the stent. There were also kinks identified along the entire length of the hypotube shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The 92% diffused target lesion was located in the severely tortuous and calcified right coronary artery (rca). The lesion was predilated with an unknown balloon. Due to heavy calcium in the lesion, the physician could not cross with a 2.75x38mm taxus liberte stent. The procedure was successfully completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient¿s status is good. However, analysis of the returned device revealed stent damage.